Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty seven (37) exactamix 500 ml eva tpn bags had foreign matter at an unspecified location. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 1-3, 2023. H11: the actual devices were received for evaluation. The returned samples were inspected, and various types of particles of foreign matter were identified. The particles were embedded either outside and inside of the white connector, in the fluid pathway or outside of the white connector, cap, inside of the tubing and the inside of the bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.